Event description:
On (B)(6), the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or her normal blood glucose results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on 07/30/2012. The patient claimed that she obtained blood glucose results of ''153 197 214 278 170 169 190 127 169 162 and 213 mg/dl'' with the subject meter. The patient reported managing her diabetes with insulin (self adjusting) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient told the cca that she developed ''blurry vision'' on (B)(6) 2012. However, the patient denied receiving medical intervention due to the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was correct/unexpired test strips. During troubleshooting the patient did not have control solution to perform a control test. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.